Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was undamaged. The embolization coil was intact with the pusher assembly. The embolization coil had offsets coil winds along length of the coil. Conclusions: evaluation of the returned pc400 revealed a device with offset coil winds. If the pc400 introducer sheath is not properly aligned with the parent device when attempting to advance, resistance may be experienced. If the device is forcefully advanced while experiencing resistance, damage such as offset coil winds may occur. These offset coil winds likely contributed to the resistance experienced during functional testing. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed four pc400s using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another pc400 through the hub of the microcatheter and therefore the pc400 was removed. The procedure was completed using a new pc400, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.